Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and a scratched case near the upper right side of the display corner.

Event description:
Customer's mother reported her son's insulin pump had a compromised force sensor system alarm. The mother stated the alarm occurred while changing the infusion set. Customer's blood glucose was 347 mg/dl. The mother treated her son's blood glucose with a manual injection. The mother also stated the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to back-up plan. No additional information provided.